Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture tie impression consistent with friction to the device can.